Manufacturer narrative:
Concomitant products: product ID: pnma01411a004, product type: recharger.

Event description:
Additional information was received from the patient. The patient reported that their hcp ¿kept putting it on the batteries in the patient¿s back¿. This step was taken to resolve the coupling issues, error screen, and the battery moving in the pocket. Regarding the back pain that the patient experienced, no steps were taken to resolve the back pain. These issues did not resolve.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back syndrome - other. It was reported the patient could not get the coupling bars. The patient had 0 or 2 bars. The antenna was positioned over the implantable neurostimulator (ins) and the patient attempted a recharge session, but the reposition antenna and poor coupling screens were seen. An antenna locate feature was attempted, but the issue did not resolve. It was noted the patient would get 60 and most she would get was 2 bars. When asked if there were any ins pocket issues, the patient responded that the battery was flat, but it moved in the pocket. Symptoms included the patient's back really hurting. The patient's doctor told her to have a manufacturer's representative (rep) call the doctor to arrange an appointment. The patient later reported that she was not sure how, but she was able to resolve the issue on her own and no longer needed to meet with a rep. It was noted the patient did not use the belt because she could not get it tight. Additional information received from the patient reported she did not use the belt because it did not stay in place and she had to hold the insr with her arm, which had 3 broken bones, and it about "kills her." The patient noted both arms had broken bones. The patient had difficulty maintaining the antenna over the ins. The patient noted that if she could not get that fixed, she was going to have to have it removed. A spacer was sent to the patient and patient services reviewed with the patient that she should work with an hcp to resolve the recharging issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.